Manufacturer narrative:
Qn# (B)(4). The reported defect of "cuff was found, hole in the cuff" was confirmed upon investigation of the returned sample. The customer returned the actual sample for evaluation. Visual inspection on the sample revealed an obvious cuff tear. Functional inspection identified that the cuff failed to inflate during the inflation test which was traced to a large tear on the cuff. A review of the manufacturing process confirmed that tracheal tubes undergo 100% inspection, inflation and deflation test as part of the product release criteria. Any obvious defects as per returned sample that do not meet the quality assurance specification should have been detected and rejected, as they would fail all tests at the manufacturing site. Therefore, this defect could not be attributed to manufacturing issues. Additionally, a device history record was conducted and no issue related to complaint was noted. The device was manufactured according to release specification. It is possible that the damage was caused by external or excessive physical force, however the exact root cause could not be determined.

Event description:
It was reported that: "upon inspection and prior to use it was noticed that the cuff would not inflate due to there being a hole in the cuff."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "upon inspection and prior to use it was noticed that the cuff would not inflate due to there being a hole in the cuff."